Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg (light guide)-bundle of the video cable section was broken and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light of the rigid video scope was too poor (the image was far too dark) during sedation (device inside patient) for a therapeutic laparoskopi procedure. The procedure was prolonged less than 30 minutes and was completed with a back-up device. There were no reports of patient harm.